Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot 5267948 regarding item #381512. DHR for final lot number 5267948 has been reviewed. No quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
G.4. K201075; k251654 b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that foreign matter was noted on a catheter. Reported issue: our nurses observed dark spots/rough spots/grooves on the inner part of these catheters injuries or adverse event: no.